Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter near the hub was confirmed and was determined to be related to use of the device. One 20g x 10cm powerglide catheter, which consisted of the purple hub and pink strain relief sleeve, was returned for investigation. The deployment system was not returned for investigation. A breach was observed in the catheter just distal to the pink strain relief oversleeve. A microscopic examination revealed that the catheter was scored longitudinally with a slit in the circumferential direction at the distal end of the longitudinal score line. Sharp edges were observed along the slit with striations on adjoining surfaces of the breach in the tubing. These characteristics at the leak site are consistent with a needle puncture. Warnings in the IFU indicate that once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter. The IFU also indicates to not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via sales rep that the powerglide pro catheter had a leak near the hub and the leak was found upon insertion. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via sales rep that the powerglide pro catheter had a leak near the hub and the leak was found upon insertion. No patient injury reported.